Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device is broken (at t-junction in two pieces) was confirmed. The device was visually inspected, and it was found that the t-handle was cracked. It was noted that the functional assessment could not be fully performed due to the received condition of the device. It was determined that the most probable cause for the found defect was improper handling by the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that the impactor device had an unknown issue. During in-house engineering evaluation, it was observed that the device was broken at the t-junction in two pieces. It was further determined that the device failed pretest for visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.